Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 1056k lead, implanted: (B)(6) 2005, product ID: 4592-45; lead, implanted: (B)(6) 2001; product ID: 5092-52 lead, implanted: (B)(6) 2001, product ID: 6949-65 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the pace/sense right ventricular (rv) lead showed possible noise on the electrogram and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.